Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
(B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported circuit occlusion and extended high ppeak (peak pressure) alarms while using the avea ventilator. The customer reported the alarms, and the suspect device stopped ventilating the safety valve opened. The customer reported a continuous audible alarm was present. The issue occurred during patient use, and the customer reported the patient was placed on another known good unit with no allegation of patient harm. The customer indicated not reporting the suspect device because it was no longer in use and was going to be fixed by a carefusion (cfn) field service representative (fsr). Cfn technical support has dispatched a cfn fsr to go onsite and validate the issue.